Event description:
It was reported that during tka a piece of the insert broke off inside the patient when placed on the tibial tray trial. All pieces accounted for. No delay or injury reported. Back up was not required.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed a piece is broken off the trial. The device shows significant signs of wear/usage. The device was manufactured in 2008. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.